Manufacturer narrative:
The subject ch-s190-xz-e was returned to olympus for evaluation. Olympus performed the checks after combining the subject device with the visera elite video system center olympus otv-s190(s/n (B)(4)) that was returned with subject device; however, the reported event was not reproduced. Since the event was not reproduced, the exact cause has been unknown. There was a possibility that the reported errors occurred due to temporary communication failure between the ch-s190-xz-e and the otv-s190. The instruction manual of the ch-s190-xz-e states the corresponding method in case of an abnormality.

Event description:
During the unspecified procedure with the ch-s190-xz-e and the otv-s190, the noise occurred in the endoscopic image displayed on an unspecified monitor and the error code e216 was displayed. The user turned off the subject device, and re-turn on. And the user checked the connector. But the endoscopic image turned green and the error code b30 was displayed. The error codes (e216 and b30) have referred to the scope communication error. The user replaced the subject ch-s190-xz-e and the otv-s190 with an unspecified similar system and completed the procedure. There was no report of the patient¿s injury regarding this event.